Event description:
It was reported that during a colectomy procedure, the top of the cap tore at the beginning of the case. A new device was used to complete the procedure. There was no patient consequence. The device was discarded.

Manufacturer narrative:
Date sent: 01/09/09. Information is unavailable; device was not returned for eval.